Event description:
The servo-u (getinge) has an option from the manufacturer to use the "hot y-wire proximal flow sensor" based on the infants weight in kg and tailor to the 6-8 ml's/kg tidal volume per physician order/evidenced based practice. The manufacturer has stated on their updated software less than 5 ml's is to use the hot y-wire proximal flow sensor. The issues are; 1: there is risk of adverse events by increasing the chances of pulmonary interstitial emphysema (pie). 2: delay of cycling to exhalation, increasing the risk of autopeep 2: risk of working properly by increasing the risk of having missed triggers.